Event description:
It was reported that the customer's insulin pump had a crack in the casing. The customer stated that the insulin pump was not bumped or dropped. The crack was at the right side next to the display. The customer stated that the drive support cap did not appear to be damaged. The customer was unaware of how the damage occurred. Advised that a replacement insulin pump would be sent. Advised customer to return the insulin pump for analysis. Nothing further reported.

Manufacturer narrative:
Cracked case at lcd window corners noted. Cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked reservoir tube and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.